Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: filter material detachment. Time of malfunction/ae: during procedure. Symptoms/ae: filter material remains in artery. It was reported that during a carotid artery stenting procedure filter material sheared off and remains the artery. The emboshield embolic protection device (epd) was successfully deployed and the stenting procedure was completed without difficulty. After the epd was removed, a "white speck" was seen fluoroscopically in the carotid artery and was assumed to be filter material. The epd was examined and was found to have some filter material missing. No intervention was performed and the filter material remains in the artery. There was no adverse pt sequela. Though requested, no additional info was provided.